Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported receiving a power error alert every 4 hours, and changing the battery does not help. Customer noted the insulin pump did not receive any kind of damage. During troubleshooting, the customer was advised to disconnect, change a new battery, and clear the power loss alarm. Customer stated it did not resolve the issue and a new insulin pump will be delivered. The customer was advised a replacement insulin pump will be sent out and they may continue using the current one until the replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power loss alarm, low battery alarm, power error alarm are confirmed in the long trace file. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the insulin pump alarmed low battery and then alarmed power error alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at printed circuit board the insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.